Event description:
The patient reported that on (B)(6) 2011 she awoke with blood glucose (bg) of 501 and that her eyes were "worse than normal". The patient stated that she administered a correction injection. Customer support reviewed the pump with the patient and found no malfunction with the pump, and no site or set issues. Troubleshooting revealed the patient had filled the cartridge with air instead of insulin. The pump is not being returned at this time, and there has been no further reported incident. This complaint is being reported due to the patient's alleged hyperglycemic event while using a cartridge filled with air instead of insulin.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012 . Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unable to perform adequate investigate; the pump history from the date of the alleged event was overwritten due to continued patient use.